Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
Consumer reported "that often "almost daily" he will find catheters where the coude tip and the notch on the funnel end are not aligned. He said for example in a box of 30 maybe 5 will be aligned and this is something he has been dealing with since he started using this product about 4 yrs ago. He said they are mostly off by a quarter turn but sometimes has found them off by 180 degrees. He said he will still use them he just takes into account the misalignment to keep coude tip up. He does not have an enlarged prostate but rather his anatomy inside needs the coude tip to get through into his bladder post his accident. He said if he in a rush or in a dimly lit room where he cannot see the catheter to take into account the misalignment, he said he has injured himself in the past as he cannot rely on the notch to tell which way the coude tip is turned once it is inside him. He said he has bled in the past sometimes 2-3 days before the bleeding will fully dissipate and heal as each time he passes the catheter it will bleed more until it heals. He takes an aspirin daily as well. He has not relayed this to his urologist, no interventions ever taken." This emdr covers the unknown number of catheters associated with the defect.